Event description:
It has been reported the pads cartridge prongs are broken causing a "pads unusable" error message.

Manufacturer narrative:
(B)(4). Product eval pending. Issue is being reported as alert could not be cleared by operator.